Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. A manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of an intermittent audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and disorientation.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced no audio alert and a hypoglycemic event. Patient reported that her brother-in-law called her, but she didn't answer. He came over and saw that she was disoriented. The brother-in-law attempted to give patient something to drink, but patient was not cooperative. The brother-in-law called 911. Paramedics arrived and checked patient's blood glucose value and it was 47 mg/dl. Patient was treated with an IV of dextrose 50. Patient was then transported to hospital. Patient was seen by a doctor. Patient was feeling better and against doctor's orders, she requested to be released. Patient was released sometime in the evening. At time of contact, patient is fine. Additionally, the patient tested the receiver's alerts and there was no audio. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.